Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the power switch has short circuit. Associated malfunctions for this device: inlet filter dirty, cabinet filter missing.